Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra mini meter displayed inaccurately high results when tested with control solution. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issue began on (B)(6) 2016 at 7:00 am, when she obtained three consecutive high control solution results of "185 mg/dl." The patient informed the csr that she does not take any medication to manage her diabetes and she claimed she continued to follow her usual diabetes management regimen in response to the alleged inaccurate high control solutions results. The patient denied developing any symptoms as a result of the alleged issue. However, on (B)(6) 2016 at 11.30 am the patient alleges she attended the doctor's office, where her blood glucose was measured at "52 mg/dl" on another device. She reported being treated by a health care professional (hcp) with a glucagon injection. During troubleshooting, it was established that the patient's meter was set to the correct unit of measure. The patient was using the correct control solution, it had not been open longer than the discard date, had not expired, and had been stored correctly. The csr noted that the patient did not have any test strips available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received hcp treatment for a low blood glucose excursion after the alleged meter issue began.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.